Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient had redness and swelling around the implantable generator (igp) site. Antibiotics were given to the patient. It was mentioned that a surgical washout of the ipg site will occur due to the possible infection. Unknown if any environmental/external/patient factors led or contributed to the issue. "Unknown if any diagnostics/troubleshooting was performed. Unknown if issue is resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they were waiting to hear back from the account. They then reported that the account was followed up with and they had reached out to the account but it was unknown if the issue was resolved. This was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient had skin erosion at the pocket site. The pocket was revised. It was unknown at the time the information was received whether the issue of skin erosion was resolved.